Event description:
It was reported that the right atrial (ra) lead was exhibiting out of range sensing and threshold measurements due to an apparent di slodgement. The lead was programmed to an inactive status and no lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).